Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the procedure date? Cq response: in the initial complaint, sales rep responded that the event date was not provided because doctor could not recall. Please reference (B)(4). When was the suture snapped at the swage ? (In the package, during removal from package, during handling or during use on the patient)? Cq response: referencing to the event description in initial complaint (B)(4). Doctor reported suture snapped at the swage when he's closing uterus on different patients. Please specify - there are 9 pcs created with the same photo attached: (B)(4). Please clarify that different products are reported in each of these complaints. Cq response: referencing to (B)(4)., 9 complaints are created due to event occurred in different occasions, doctor could not give the exact frequency and mentioned event occurred at least 10 times, hence 9 additional complaints were created by sales rep. (B)(4) is also attached to the initial complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Investigation summary: photo analysis: visual analysis of the one picture received for evaluation was determined that an opened foil packet and a suture tangled around of a folder of product code w9141 could be observed. The reported condition could not be determined in the picture. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a section procedure in 2021 and suture was used. During the procedure, the suture snapped at the swage. There were no patient consequences reported. Additional information was requested.